Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issues. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the left atrium and advanced above the mitral valve. Gripper orientation was performed and it was noted that one gripper did not lower. After troubleshooting the problem still persisted. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (single gripper actuation issue) was confirmed via returned device analysis. It was observed that the gripper arm cover was pinched between the harness on the tactile marker side and that the gripper cover was frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the reported difficult to open or close (gripper actuation ¿ single) appears to be due to gripper cover being pinched by harness. The observed material frayed (gripper cover) was also due to the harness pinching. A cause of the observed gripper cover getting pinched by harness (irregular appearance) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.